Event description:
Additionally decreased sensing was observed on the device.

Event description:
During remote follow up, post sensed t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.